Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was to be used to deliver an unspecified volume of normal saline via a symbiq pump. It was reported that the tubing set was primed and connected to the pt's IV access site; however, the cassette of tubing set was not loaded into the pump. After an unspecified length of time, the nurse noted bleedback in the tubing up to the distal clave y-site of the tubing set. It was also reported that an unspecified volume of blood leaked. It was reported that the nurse examined the tubing set and noted a crack in the tubing at the distal clave y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.